Manufacturer narrative:
Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity. Due to lens opacity, the lens was removed. Patient got phaco and miol. Cause of the event was reported as unknown and unknown if device failed to perform as intended.